Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2020. It was reported that they were unable to definitively determine the cause of the patient¿s symptoms post-op and elevated white count. Likely just regular post-op course, however, due to patient¿s medical conditions/status she had a significant adverse response. The event was resolved, the patient is now doing well. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 500 mcg/ml at 93 mcg/day via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2020 post-operatively. The patient was scheduled to have exploratory surgery on (B)(6) 2020. It was reported the patient had been experiencing withdrawal-type symptoms following her pump replacement surgery on (B)(6) 2020. The patient went to the emergency room (ER) on (B)(6) 2020 and presented with elevated white blood count. Per the doctor, the pump was interrogated, and logs looked good with nothing out of the ordinary to report. Oral baclofen was given and evidently the patient responded but started to ¿feel crummy again after a bit¿. No other interventions were performed. There were no environmental/external/patient factors to report that may have led or contributed to the issue. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked, but unknown. No further complications were reported.

Manufacturer narrative:
H6. Device code: c50499 was updated to c50526 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2020-feb-28 reported a dye study was being performed and the caller wanted to know what type of contrast to use. It was noted they may do surgical exploration. Additional information was received from the rep on 2020-mar-02 indicated there was no device or procedure issue that they were aware of and the rep was present for the case on (B)(6) 2020. The patient was brought back to the operating room on (B)(6) 2020 and the catheter was accessed via the catheter access port (cap) and found to be patent. A catheter dye study was performed and did not show any leaks or occlusions. The pump logs were taken and no events had occurred with the pump. The patient was given a small bolus post-op (3.92 mcg over 20 minutes, which was her hourly dose) then left on the same dose. The rep was not sure if the cause of the withdrawal symptoms and elevated wbc were discovered at the time of the case on (B)(6) 2020. The cause had not been determined. This rep, however, had not had further contact with the physician regarding this case. The rep was not aware of the current status of the patient and there was nothing explanted to return. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient¿s height was 5¿7¿ and weight was 190 pounds. It was reported the patient start date of lioresal was on (B)(6) 2013 and indication for use was muscle spasticity due to multiple sclerosis. Regarding the lioresal use at the time of the reported events, it was noted "done in the operating room by the surgeon on (B)(6) 2020". The patient¿s withdrawal symptoms included fever, weakness, increased stiffness, and nausea. Regarding the patient feeling ¿crummy¿, it was noted the patient had nausea and weakness. Regarding the elevated white blood cell count, it was ¿reactive status post (s/p) surgery.¿ the patient was in the hospital for itb withdrawal from on (B)(6) 2020. The date and details of any treatment rendered as a result of the reported events included observation, pump site re-exploration, and wash out on (B)(6) 2020. Concomitant medications the patient was receiving at the time of the events included calcium and vitamin d, b12, sertraline, and ocrelizumab. No further complications were reported.